Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-02000 . Follow up information identified the patient is considering other options for pain relief outside of scs system explant at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-02000. It was reported the patient is not receiving effective stimulation. The patient declined further reprogramming and requests the scs system to be explanted.